Event description:
The customer reported via phone call that she experienced a bent needle on the sensor. The customer's blood glucose was unknown. The customer stated that the needle's tip was the only thing in her skin when removing the serter device. The customer then noticed that the needle was bent. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that she would insert another sensor. The customer was advised to monitor the issue and call back if troubleshooting was needed. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.